Event description:
It was reported the fowler would unexpectedly lower when raised using the manual CPR handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the fowler would unexpectedly lower when raised using the manual CPR handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted because it was determined that the fowler was "collapsing" due to the manual CPR release being engaged and that no defect was present. By design, the manual CPR release is intended to cause the fowler to drop quickly to allow CPR to be administered.

Event description:
It was reported the fowler would unexpectedly lower when raised using the manual CPR handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.